Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable iga-2 tina-quant iga gen.2 result for one patient sample. The initial result from an aliquot created by the modular preanalytic analyzer (mpa) was 4.35 g/l. On (B)(6) 2017, the primary sample tube was repeated and the result was 22.98 g/l with a data flag. Retested with a dilution the result was 15.45 g/l. Information concerning if the erroneous result was reported outside the laboratory was requested, but it was unknown. The patient was not adversely affected. The reagent lot number was 172488. The expiration date was requested but was not provided. It was determined that a misadjustment of the sample probe was the root cause. After readjustment, precision testing was acceptable. Upon follow up, the issue had not reoccurred.